Event description:
The deep brain stimulators turned themselves on and off. The patient's family was unaware of the cause. The patient did work on a computer at school. Please see MFR report # 3004209178200902965.